Event description:
It was reported that the atrial lead exhibited noise which caused inappropriate auto mode switching. The atrial sensitivity setting was increased and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.